Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue and noted that due to not receiving the product, he experienced a medical event. The customer initially reported on (B)(6) 2021, that the adc freestyle libre sensor detached prematurely. On (B)(6) 2021, the customer reported that due to a delivery issue involving the replacement product, he was unable to check his glucose levels and he experienced symptoms of hyperglycemia, acidocetosis, and a loss of consciousness. The customer had contact with a healthcare professional who administered an unspecified dose of insulin as treatment. There was no report of death or permanent injury associated with this event.